Manufacturer narrative:
The cls was returned to saluda for analysis. The device failed functional electrode output testing, displaying low impedance. A patient ID was noted during the functional testing which was used to review device logs. The reported cls appeared to have been used since (B)(6) 2022, indicating that the cls was implanted in a patient and then replaced. A different cls has been noted for the patient since (B)(6) 2024. A review of device logs on (B)(6) 2024 did not reveal any disconnected electrodes and confirmed low impedances. The reported event of disconnected electrodes could not be confirmed, and the cause of low impedance could not be definitively determined. The results of the functional testing and log review potentially suggest electrocautery usage. However, the use of electrocautery was not confirmed. The evoke scs system surgical guide advises that patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components. The implant date and patient ID has been derived from information discovered during investigation.

Event description:
A saluda representative reported disconnected electrodes on an evoke closed loop stimulator (cls). At the time of the event, additional information was requested to confirm if the reported event was noted intra-operatively during a permanent implant procedure. No additional information was received. During the investigation activities, log files from the returned cls confirmed that the device had been implanted and in-use prior to the reported event of disconnected electrodes. Attempts for additional information were made. At this time, there is no additional information available.